Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high glucose. Customer¿s blood glucose was over 440 mg/dl. The customer stated that there has been the whole day and the customer went to doctor which told her to do nothing. Customer was really concerned and she starting to feel bad, customer was transferred to insulin pump insulin for high blood glucose. Troubleshooting was not performed for high blood glucose. The insulin pump will not be returned for analysis.